Event description:
A peritoneal dialysis (pd) nurse reported that this pd patient received draining slowly messages during treatment utilizing the liberty select cycler. A replacement cycler was requested. The patient had not called during the treatment to troubleshoot the issue. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) on (B)(6) 2025 it was noted that the pdrn conducted troubleshooting with the patient. The patient had no constipation, fibrin, or trouble with filling or draining. The pdrn was concerned about the patient absorbing fluid as they were showing signs and symptoms of excess fluid and weight gain. A replacement cycler was issued. Additional information was obtained which documented that the patient was admitted to the hospital on (B)(6) 2025 due to shortness of breath. The patient was diagnosed with fluid volume overload (fvo). The patient was discharged on (B)(6) 2025. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of shortness of breath with fluid volume overload. However, there is no documentation to show a causal relationship between the adverse event and use of the liberty select cycler. Initially the call came into technical support for draining slowly messages. During subsequent follow-up with the pdrn, it was noted that during troubleshooting there was no issue with draining and filling. There was concern for the patient absorbing fluid. There are multiple causes for fluid overload in a peritoneal dialysis patient including increased salt or water intake, decline in residual kidney function (rkf), and inadequate peritoneal uf (relative to the patients¿ needs). Based on the available information and no evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that this pd patient received draining slowly messages during treatment utilizing the liberty select cycler. A replacement cycler was requested. The patient had not called during the treatment to troubleshoot the issue. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) on (B)(6) 2025 it was noted that the pdrn conducted troubleshooting with the patient. The patient had no constipation, fibrin, or trouble with filling or draining. The pdrn was concerned about the patient absorbing fluid as they were showing signs and symptoms of excess fluid and weight gain. A replacement cycler was issued. Additional information was obtained which documented that the patient was admitted to the hospital on (B)(6) 2025 due to shortness of breath. The patient was diagnosed with fluid volume overload (fvo). The patient was discharged on (B)(6) 2025. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: b.2.

Event description:
A peritoneal dialysis (pd) nurse reported that this pd patient received draining slowly messages during treatment utilizing the liberty select cycler. A replacement cycler was requested. The patient had not called during the treatment to troubleshoot the issue. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) on (B)(6) 2025 it was noted that the pdrn conducted troubleshooting with the patient. The patient had no constipation, fibrin, or trouble with filling or draining. The pdrn was concerned about the patient absorbing fluid as they were showing signs and symptoms of excess fluid and weight gain. A replacement cycler was issued. Additional information was obtained which documented that the patient was admitted to the hospital on 06/aug/2025 due to shortness of breath. The patient was diagnosed with fluid volume overload (fvo). The patient was discharged on (B)(6) 2025. Attempts to obtain additional information were unsuccessful.